Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data the save to disk (std) was reviewed, and no anomalies were found.

Event description:
It was reported that the patient received an inappropriate shock due to the algorithm not withholding treatment. The device is still in use. No patient complications have been reported as a result of this event.